Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 398 mg/dl and 2160 mg/dl. The customer reported that they had high blood glucose level and was treated with bolus. The customer reported that the insulin pump had blank display. It was reported that the battery compartment was damaged all the way through. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.